Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention, has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the target lesion was lad and cx of bi-furcation. The balance universal guide wire crossed to the cx and the lad. Another company's stent was implanted to the cx. An attempt was made to deliver the other company's stent to the lad, but it did not cross. Another company's balloon catheter crossed the lad and was pre-dilated. When attempted to remove the other company's balloon catheter, the guide wire was looped at the exit of the guiding catheter. Therefore, the guide wire was removed softly, but the guide wire that was delivered to the lad was separated at the hypotube and the distal end of the guide wire came off. When the other company's balloon catheter was removed, the proximal end of the guide wire came out together. When delivering the guide wire to the lad, there was some resistance. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident information. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend. There is no indication of a quality issue in either materials or workmanship.